Manufacturer narrative:
Complaint review: there was no repair history on file for this handpiece. Investigation: the handpiece was forwarded to the manufacturer for testing and analysis on (B)(4) 2014. The evaluation was finished on (B)(4) 2014. Upon receipt from the dentist of the device involved in the MDR event. Nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below. Methodology used : nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur rotated smoothly. B) nakanishi measured the temperature rise of the head of the handpiece and it rose suddenly after the beginning of the measurement. In fact, the rise was so sudden (more than 80 degrees) at the head that il might have caused the patient's injury. To preserve headpiece's condition, we stopped the measurement after 30 seconds. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed build-up of shavings from the ball bearing retainer inside the head cap and the cartridge (head cap side). Nakanishi believes that overheating was caused by the wear of the bearing retainer. The worn bearing retainer increased the rear bearing load and caused excess heat generation. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to damage to the bearing retainer the damage observed caused abnormal rotational resistance. Which would result in the headpiece overheating.

Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past. We are limited in the information that we can obtain from the initial complainant. The following information is from a distributor to nakanishi inc. (Nsk). Regarding a device manufactured by nsk. Event summary: on (B)(6) 2014, nsk received an electric dental handpiece model sga-e2s, serial number (B)(4) for repair from a distributor repair facility. On the distributor's documentation was statement: patient burned with this handpiece. Nsk did not get information when the event occurred.